Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had an infection. It was noted that "evidence of enterococcal bacteremia and transesophageal echo evidence of lead vegetation were the reason for explant". The leads were explanted and have since been replaced. No further patient complications have been reported as a result of this event.